Event description:
The event is reported as: complaint alleges that the nebulizer was not nebulizing due to green jet sticking to jar. Alleged defect occurred during pt use. No pt injury reported.

Manufacturer narrative:
The device sample was not returned to the MFR for investigation. Evaluation method: DHR review was performed. Results: DHR review revealed no issues related to improper nebulization or contaminated components during the inspection of the material prior to its release. Conclusions: complaint cannot be confirmed with the info provided. If the defective sample becomes available to conduct an investigation, this complaint will be reopened and updated accordingly.